Manufacturer narrative:
The root cause of the reported problem could not be confirmed because the device was not returned for additional investigation.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that an equipment failure. Further details indicate the cable of the electrode plate is faulty. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.